Manufacturer narrative:
The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The ha coating is an automatized process, with predefined programs associated to the stem size. Several verification are executed to guaranty the coating thickness conformity: ha coating thickness measurement for every manufacturing batch, and weekly complete coating evaluation for every plasma spraying equipment. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Having opened sterile implant, upon insertion it was noted to have a large deposit of ha on the superomedially. The implant was unable to be completely seated as a result of this obstruction, but was left implanted.